Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the plpul2020, ultra surgical smoke evacuation pencil device was used in a scheduled repeat cesarean section/spinal anesthesia procedure on 03apr26, and ¿small burn inner thigh of patient. Procedure uncomplicated once procedure was completed and dressing applied, ort x2 pulled back the drapes to find a small burn just below the incision and above the r thigh. Once noted, plastic portion of the abdominal drape. Burn measurement 1 cm. No active bleeding. Patient instructed on small burn. Denies any discomfort. Stated, no worries. Photos taken. (B)(6) 2026 @1036 discharged to home. No increased length of stay. Upon investigation, it was stated pen is often dropped to drapes but ort stated, immediately placed in pen holder on mayo stand. Also stated, pen is always turned and prior to rolling up drapes for removal. On (B)(6) 2026 discussed with physician incident and importance of placing pen in holder following use. On (B)(6) 2026 discussed with physician incident and importance of placing pen in holder following use. Agreed ¿.¿. The procedure was completed without the use of an alternate device and no delay. Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no response has been received to date. There was no report of a device malfunction. This report is being raised due to the reported injury of a burn of unknown degree to the patient.